Event description:
The device was used during a laparoscopic sigmoidectomy procedure. Reportedly, bleeding was observed from the stapleline. The surgeon performed a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.